Event description:
It was reported that a patient received inappropriate therapy due to an svt. Device was reprogrammed and the issue resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.